Manufacturer narrative:
The console has not been received for evaluation. The console will be evaluated when it is received and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console had no forward flow. The console was replaced and the case was completed successfully. There were no reported patient complications.

Manufacturer narrative:
The console was evaluated and the complaint condition could not be duplicated. Ec212 and ec213 were seen in the log data. The console was disassembled and inspected and no defects or damaged parts were found. The console was reassembled and it passed all operational verification tests. The blood inlet valve was replaced as a preventive measure. Quest medical will continue to monitor complaints for trend.